Event description:
It was reported, the pt experienced occasional discomfort at her ipg site. Her physician offered to relocate her ipg but pt does not which to at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.